Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass surgery, the shunt sensor leaked. The patient was moved to critical care after surgery and experienced a septic shock a few days later; however, the user facility felt that the patient was already highly compromised before the incident. The product was changed out, there was an unknown amount of blood loss and the surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device and will be submitting a follow-up report when more information becomes available. (B)(4).